Event description:
Ventilator in use on pt began alarming and displayed device alert error message. Pt resumed on new ventilator with no adverse outcome. Vendor representative was unable to duplicate problem after performing several ventilator self tests.